Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21aug2020.

Event description:
The customer reported an exhalation motor error. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
G4: 24aug2020; b4: 25aug2020. The customer confirmed there was no patient involvement at the time the issue was discovered. No patient or user harm was reported.the customer did not approve the repair. No device evaluation could be performed, and no issues can be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.